Event description:
Consumer indicated that she used a pad. She went to the emergency room because she could not urinate. Complained of a prolapse. She was treated with a catheter, so she could urinate. She indicated that she went to the doctor one time.

Manufacturer narrative:
This report is considered closed unless additional relevant information is received.